Manufacturer narrative:
(B) (4). Evaluation summary: results and conclusion summation - in this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use (IFU). Additionally, angina, restenosis, and hospitalization are listed in the risk assessment matrix (ram) as no-fault post-procedure complications. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the promus stent was implanted to treat restenosis. It should be noted that the promus IFU states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary lumina diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU also mentions that the safety and effectiveness of the promus stent have not been established for subject populations with in-stent restenosis. Since it was also reported that a taxus drug eluting stent had been previously implanted, it should be noted that the IFU cautions: effects of multiple stenting using promus stents combined with other drug-eluting stents are also known. When multiple drug-eluting stents are required, use only promus stents in order to avoid potential interactions with other drug-eluting or coated stents. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the promus stent was implanted during a reintervention on (B) (6) 2009, in the mid left anterior descending (lad) artery. On (B) (6) 2009, the patient was admitted with symptoms of angina pectoris. On (B) (6) 2009, the coronary angiography revealed 90% restenosis of the mid lad. On (B) (6) 2009, a 1690 days post index procedure, the mid lad was treated with balloon angioplasty and placement of a xience v stent with 0% residual stenosis. On (B) (6) 2009, the patient was discharged with no residual effects. No additional event or patient information is available.